Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: knee surgery. Cathplace: unk. It was reported that a silversoaker antimicrobial catheter broke upon removal. No recognized the pt was discharged from the hosp. Pt returned to the hosp at a later date and underwent surgery to have the foreign body removed.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusion: if additional info pertinent to this event becomes available, I-flow will submit a f/u report.